Manufacturer narrative:
Initial report had incorrect information related to event in summary narrative. Updated information has been provided with this report. (B)(4).

Event description:
Customer was not in the emergency room and was not hospitalized but received emergency medical service. Customer was not given intravenous insulin. There was no auto mode feature on this pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was in emergency room due to hypoglycemia on (B)(6) 2020. The customer blood glucose level was 24 mg/dl at the time of hospitalization and current value was 345 mg/dl. Customer blood glucose was 26 in emergency room but then got it up to 116 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was not active. Customer stated drive support cap was normal. The customer was treated with intravenous insulin and food. The insulin pump will not returned for analysis.